Event description:
It was reported that during implant, there was difficulty extending the lead helix. The lead was removed, replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. There was blood in/on the helix mechanism and sleeve head and a tip seal was observation. Damaged at implant.